Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the stylet/guidewire was broken. The connector was extrinsically damaged. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted there is a guide wire stuck in the conductors between 0.5 cm at the connector pin and 35.4 cm. There is blood in the outer insulation at the distal end of the lead and in the tip seal, this is considered normal for this model lead. The conductors are distorted between 10.7 cm and 29 cm. The analyst was unable to perform a guidewire test as there is a broken guidewire stuck in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the guidewire was inserted into the left ventricular (lv) lead and delivered to the target vessel. After slitting, the wire could not be removed from the lead. The wire was pulled until part of wire broke inside lead and a left a fragment. It was noted that this may have been due to the possibility that the wire had blood that eventually dried inside lumen. The lv lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.